Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. A45110) inserted for female sterilization. The patient's medical history included drug hypersensitivity, hypertension, adenomyosis, leiomyoma nos, nabothian cyst, paratubal cyst, menorrhagia and myomectomy. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure. The reporter commented: insertion details-3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: uterine corpus: endometrium - inactive endometrium with focal changes raising the possibility of prior ablative therapy; synthetic coils consistent with essure devices within the fallopian tube ostia. Myometrium - leiomyoma¿s and focal adenomyosis. Serosa - synthetic membrane-like material with surrounding fibrosis involving the fundic serosa. Uterine cervix: nabothian cysts. Right and left fallopian tubes - one fallopian tube with edema and the other fallopian tube with a benign para tubal cyst. Most recent follow-up information incorporated above includes: on 30-jun-2021: mr received-lot number were added. New reporter, race, lab data, medical history, insertion details, removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. A45110) inserted for female sterilisation. The patient's medical history included drug hypersensitivity, hypertension, adenomyosis, leiomyoma nos, nabothian cyst, paratubal cyst, menorrhagia and myomectomy. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure. The reporter commented: insertion details-3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: uterine corpus: endometrium - inactive endometrium with focal changes raising the possibility of prior ablative therapy; synthetic coils consistent with essure devices within the fallopian tube ostia. Myometrium - leiomyoma¿s and focal adenomyosis. Serosa - synthetic membrane-like material with surrounding fibrosis involving the fundic serosa. Uterine cervix: nabothian cysts. Right and left fallopian tubes - one fallopian tube with edema and the other fallopian tube with a benign para tubal cyst.. Lot number:a45110 manufacturing date: 2012-08 expiration date:2015-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on(B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.